Event description:
A pump alarm was reported during its operation, indicating a malfunction. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to load a new cartridge and successfully resumed insulin therapy. It was determined that the pump needed replacement, and the customer was informed about the process. As a backup, the customer used an insulin pen and planned to switch to multiple daily injections (mdi) to ensure continuous insulin delivery. The problematic pump was to be returned using a pre-paid label, and instructions for transport and storage were provided.